Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system had a hole in the catheter. The following information was provided by the initial reporter: "it was reported holes on the catheter".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system had a hole in the catheter. The following information was provided by the initial reporter: "it was reported holes on the catheter."

Manufacturer narrative:
The investigation has been updated: h.3. Device eval by manufacturer? Yes. H.6. Investigation summary: the samples returned for the investigation were found at our bd manufacturing facility. Our quality engineer inspected the 4 opened and 15 unopened samples submitted for evaluation. The reported issue was confirmed upon inspection of the samples. The damage observed on the samples is referred to as back wall damage. Bd determined that the cause of the failure was associated to the laser drilling process during manufacturing. A laser is used to mark the diffusics holes and some burning of the catheter material tends to occur. In this instance the laser burned through the catheter causing damages outside of the manufacturing parameters. A quality alert was generated and issued out to all manufacturing personnel involved with this product to increase awareness and prevent further reoccurrence. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H6: investigation: unfortunately, the sample was lost either in-transit to the testing facility or upon receipt at the testing facility. No further investigation can be performed at this time. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that bd nexiva¿ diffusics¿ closed IV catheter system had a hole in the catheter. The following information was provided by the initial reporter: "it was reported holes on the catheter".